Event description:
Customer claimed that the meter's low battery code would come up even after a new battery had been placed into the meter. The meter worked after the strip is taken out and put in several times.